Event description:
Reporter alleged the customer obtained the results of 62 mg/dl and 347 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer was experiencing hypoglycemic symptoms and self-treated with 3 glucotabs in between the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined.